Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when this condition occurred but it was found in the central supply care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 810:11 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was not determined. The channel was checked for moisture, cleaned and dried. The air in line sensors passed specification testing, and as such, no repairs were needed for this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.